Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partly available. Upon functional testing, the fse found a loose cable connection in the geometry pc. Review of the system log file was showed geometry application errors. The fse reseated all the connections in geometry pc. After reseating all the connections in geometry pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd10 system geometry movements were partly available. No harm has been reported. Philips has started an investigation of the complaint.